Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by a senior csr. The reporter claimed that on (B)(6) 2018, the patient tested his blood glucose level using the subject meter and obtained an alleged inaccurately high result of 282 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (no adjustments). The reporter indicated that 20 minutes prior to obtaining the alleged inaccurate result, the patient had developed symptoms of ¿weakness, dizziness, confusion and doesn't speak¿. She reported that after performing the test, she had contacted the emergency service and the patient was taken to the emergency room (ER) where he arrived 45 minutes later. She indicated that a blood glucose test of ¿35 mg/dl¿ was obtained on the ER/hospital meter and the patient was treated with an IV drip (content not specified). At the time of troubleshooting, the reporter confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The reporter did not have control solution to be able to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received medical intervention for an acute blood glucose excursion, while using the subject meter. Although the patient¿s symptoms occurred prior to the start of the alleged issue, the subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.